Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise signals that led to atrial tachy response (atr). The cause is suspected to be electromagnetic interference (emi). The lead remains in service. No adverse patient effects were reported.